Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, an image was not displayed because communication failure occurred due to faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the 4k autoclavable camera head was plugged into the processor and no image came on the screen. The issue was found during an unknown diagnostic procedure. The intended procedure was completed with another similar device. There were no reports of delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation ¿when camera was plugged into the processor no image came on the screen¿ was confirmed. The device evaluation found the no display on the monitor was due to faulty cable. The investigation is ongoing and follow-up with the user facility is currently being performed. Also, the label on the rear cover was faded. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.